Manufacturer narrative:
Device returned (B)(4) 2013. The product was returned for evaluation by the quality engineering team. One sample was received without the original box and product label. The tube was reported to be an (B)(4) int l emg endotracheal tube, 8.0mm. The size was confirmed by the stampings on the inflation balloon, '8.0mm.' The tube was compared to drawing (B)(4), tracheal tube, reinforced pvc, assembly, rev h. This item has a flex circuit with non-wire electrodes. The resistance was measured as per drawing (B)(4) emg et tube harness, rev g, note 2 and 3. 'Maximum resistance from electrodes to pins: 20 ohms.' Open circuit (>20 m ohms) between pins. Measurements were taken with a fluke 21 multimeter, asset # (B)(4) 2013. The resistance readings were erratic and ranged between 40-106 ohms. There were visible creases noticed on the flex circuit tail which likely caused the erratic readings. Due to the defect observed on the returned device, the complaint event could not be duplicated. (B)(4).

Manufacturer narrative:
This product is used for therapeutic purposes. (B)(4). PMA: 510(k) - this product is licensed for ous sale/distribution only but is similar to k925640. The device was not received by the manufacturer for evaluation. Method: no testing methods performed.

Event description:
It was reported that during a thyroid procedure, the emg tube was not responding to stimulus. All connections were checked and confirmed to be working. The anesthesiologist checked the position of the emg tube and attempted to stimulate the vagus nerve but the emg tube showed no response signal. A video laryngoscope was used to visualize the emg tube position and it was confirmed to be fine. The physician decided to use 'needles for the stimulation' and was able to get a signal from the vagus nerve. The procedure was completed without further incident. There was no patient injury and the outcome of the procedure was reported to be 'good.'

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.